Event description:
While performing the procedure, a drill bit was being used on the patient and the tip of it broke off in the left arm. The drill bit was located and removed; x-ray was taken to verify pieces were all removed. Supervisor was notified.